Manufacturer narrative:
Additional information was received on august 21, 2023. An explant is set up for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture/capsular contracture. Additional information was received on august 23, 2023. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female who underwent breast augmentation with a 450cc mentor memorygel breast implant (right) and a 350cc mentor memorygel breast implant (left) experienced bilateral rupture and bilateral capsular contracture post procedure. These issues were diagnosed through ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-09319 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on september 28, 2023. The device was damaged during transit to mentor facilities, was scrapped by the carrier, and will not be made available for analysis. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).